Manufacturer narrative:
(B)(6). (B)(4). It was reported that during a peripheral angiography procedure, a mynxgrip vascular closure device 5f (vcd) was not able to be inserted into a 5f procedural sheath. There was no report of patient injury. A second vcd was used successfully. The vcd was being used following an interventional peripheral procedure. The patient¿s hospitalization was not extended. Additional information is not available at this time. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. The device was received with the shuttle engaged to the black handle. The sealant and advancer tube remains in the manufactured position. The catheter¿s distal tip was observed slightly bent as received, probably the result of multiple attempts to insert the device into the sheath. The introducer sheath that was used during the procedure was not returned; therefore, a physical evaluation to determine whether there was damage or defect to the sheath that may have obstructed the device path could not be made. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion and withdrawal tests on the returned device. No resistance was felt during investigation when the device was being inserted and withdrawn. Review of lot f1715702 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as inability to advance in sheath could not be confirmed due to the condition in which the unit was received for analysis. Based on the reported information and the investigation performed, the distal tip of the mynx device may have been bent/damaged due to handling of the device during the insertion step of the device into the introducer sheath. It should be noted that a torturous vessel and/or damaged procedural sheath may have obstructed the device path during the insertion step. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that during a peripheral angiography procedure, a mynxgrip vascular closure device 5f (vcd) was not able to be inserted into a 5f procedural sheath. A second vcd was used successfully. The vcd was being used following an interventional peripheral procedure. The patient¿s hospitalization was not extended. There was no report of patient injury. The product will be returned for analysis.